Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-04189. It was reported, the pt had redness at the ipg pocket site. The pt reported, she had experienced heating at the ipg site while charging, but did not have the issue recently. The pt reported, there were two brown marks over the ipg. The pt contacted the sjm rep a few days later to report she had been burned once while charging in the past. The pt reported, she did not contact the physician and self treated the wound. There were no complaints in the physician notes regarding a heating issue. A replacement charger was sent to the pt. It was reported, the pt had an appointment with the physician at a future date.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation performed. Result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.